Event description:
It was reported that the patient thought that there was a problem with the pacemaker as the rate was programmed from 60-130 and the patient reported a rate of 42-43. Follow up was not able to gather any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2013. (B)(4).